Event description:
Report 1 of 2 received of pt death following the implantation of two coronary stent grafts (csg). The pt was undergoing a diagnostic catheterization which showed a lesion in the proximal left anterior descending artery. Two drug eluting stents were placed to treat the lesion. It was reported by the customer that "at some point" during post dilatation a perforation occurred. The pt's condition was reported to immediately deteriorate. The pt's blood pressure was reported to "drop", their heart rate became "tachy", and pt developed shortness of breath. IV fluids were infused "wide open" and dopamine was initiated. The pt was intubated and compression was begun. Neosynephrine was also administered. A pericardiocentesis was performed, which was reported to have "helped the pt for about 5 minutes." The two csg's were placed successfully within the two drug eluting stents, but the perforation was not sealed. It was reported that the choice to use two csg's was made due to the difficulty to visualize exactly where the perforation was located, even under fluoroscopy. All of the resuscitative efforts were occurring simultaneously, but the pt went into pulseless electrical activity and expired in the catheterization lab.